Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient presented with supratherapeutic "inr". Patient states that she presented to medical doctor for follow-up this morning when she noticed increased bleeding around her driveline site. She was admitted to hospital and given two (2) units of fresh frozen plasma "ffp", then transferred for further management. Her driveline site bleeding has resolved. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to bleeding include individual patient comorbidities and pharmacological factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that the patient presented with supratherapeutic "inr". Patient states that she presented to medical doctor for follow-up this morning when she noticed increased bleeding around her driveline site, labs showed an inr of 7.2. She was admitted to hospital and given 2units of fresh frozen plasma "ffp", then transferred for further management. Her driveline site bleeding has resolved." No additional information available.